Manufacturer narrative:
E1: initial reporter first name: e1: initial reporter last name: e1: initial reporter facility name: e1: initial reporter address: e1: initial reporter city: h10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photographic samples the presence of a white precipitate in the access filter pod. The reported condition was verified. Futhan medication (nafamostat mesylate) for injection is a non-baxter anticoagulant that is approved for use in the apac region only and is mainly used in south korea and in japan. It is known to cause cloudiness when dissolved in physiological saline solution. Chloride ions and nafamostat hydrochloride in saline have lower solubility than mesylate. Nafamostat hydrochloride that exceeds the solubility is produced and precipitates. No precipitation occurs when diluted with physiological saline after being dissolved in water for injection or 5% glaucous solution in a syringe. An infrared spectroscopy (ir) was performed on the particle. The ir revealed that the particle was a crystal and not a mold. Based on the comparison of the two spectra: the shape of the two spectra shown are similar. Therefore, it might be concluded that white foreign matter is a crystal containing nafamostat (¿futhan¿). Therefore, the reported issue is not related to a product malfunction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported white crystal-like particulate was observed in the arterial pressure sensor of a prismaflex m150 set during prime. The set was used with nafamostat mesylate. There was no patient involvement. No additional information is available.